Manufacturer narrative:
Our quality engineer inspected the photos and 2 samples submitted for evaluation. The reported issue of leakage was not confirmed upon inspection of the samples. Analysis of the samples showed no leaks when subjected to an air water leak test. The sample that was unused was also subjected to a flashback test where no abnormalities were observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 18ga 1.25in hf y w/ cap leaked during placement of the nexiva device for infusion of intravenous therapy. After removing the spindle, the grey valve, which should automatically close, remained open causing leakage of blood. The device was immediately removed and a new one of a different calibre was repositioned. As a result of the event the patient had to receive a second venepuncture and the healthcare personnel involved were exposed to an increased biological risk.

Event description:
Correction to annex f code.

Manufacturer narrative:
Annex f code corrected to f2301-additional device required.